Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op leak/bleeding identified? Was admitted from the surgical ward to the or for re-do and active bleeding was observed on the staple line. How many days postoperative was the bleeding/leak identified? After 24 hours. What was the total estimated blood loss (ml)? N/a. Was a transfusion required? N/a. How was the leak/bleeding addressed? Bleeding was identified on the staple line when the case was admitted for the redo. What was the pre and postoperative anti-coagulant and pain management protocol? N/a. Was the bleeding intraluminal or extraluminal? N/a. Please provide a timeline of events. Done on (B)(6) 2024. Was a leak test performed intraoperative? If so, what type and what was the result? Yes, type: iodine & air leak test (negative result for leak). Was the staple line visualized endoscopically during the initial surgical procedure? Yes. What was observed at the site of the leak upon reoperation? Active bleeding & blood clotting. Were there any issues experienced with the device in the initial surgical procedure? No issues. Were any issues noted in regards to staple formation throughout the care of the patient? No. Are videos of the original surgical procedures available for review by engineering and medical personnel? No. Does the surgeon believe the post-operative leak/bleed was related to an alleged deficiency of the device? Please explain. Yes, the surgeon noticed active bleeding on the staple line when he re redo the patient so he contacted us as this issue might be a device related. Were there other contributing patient factors? Please explain. No other factors. Are there pictures/videos available for this complaint? Yes, attached videos are for the re-do of this case. What is the patient consequences if any ( bleeding, re-do surgery and extended hospitalization.)? The surgeon informed me that he performed laparoscopic sleeve gastrectomy on ((B)(6) 2024) and this case has had a ((staple line leakage & bleeding)). The surgeon informed me that he made a redo for this case with overswing sutures on the whole staple line. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a lap gastrectomy, a redo for with overswing sutures on the whole staple line. A revision surgery was completed and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. Additional information was requested and the following was obtained: surgeon case has to re-open the patient and showed active bleeding 48 hours post procedure. Cartridge selection? 2 green 1 gold 3 blue buttress used for bleeding? None and 1 seam guard it started with hypotension post-op. Patient was admitted from the surgical ward to the or for re-do and active bleeding was observed on the staple line. The team reported the incident and discussed it with the surgeon.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2025 additional information was requested and the following was obtained: how are they cleaning? Cleaning with a kidney basin.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2024. Additional information received: surgeon case has to re-open the patient and showed active bleeding 48 hours post procedure. Questions: cartridge selection? 2 green 1 gold 3 blue. Buttress used for bleeding? None and 1 seam guard. Video analysis: this is an analysis of four videos submitted for evaluation. During the visual analysis, the following was observed: the first, second and third videos show tissue with several bleeding. The fourth video shows tissue with some clips on it and slightly bleeding on this area. Please note the instructions for use cautions: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.